Manufacturer narrative:
Of the 2 allegations of a malfunction, 1 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to an audio bolus button leak with moisture. During investigation for unrelated complaints, there were 9 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio bolus w/ moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 13-34 years of age and between 40 and 40 pounds. Of the reported patients, 2 were male, were female, and were unknown.